Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. It was reported that the patient received unknown antibiotics for the event. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.